Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk. However, the motor passed the motor test. The device had missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported when the customer has pressed the activate button to fill the infusion set during prime, the insulin pump still requested to press the activate button to fill the infusion set. It was stated that the device was stuck, and the motor stopped working when the button was released. The customer mentioned having issues with motor errors during prime/rewind in the past eight weeks. No further information was provided.